Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed an intermittent communication failure error message. This error message will likely result in a system lock up, no boot, or shut down. There is no report of patient injury associated with this event.